Manufacturer narrative:
Patient identifier and weight were not made available from the site. Device manufacturing date is unavailable. On 10/19/2016 a medtronic representative performed a navigation system check-out, hardware and instruments areas passed. Software test failed. CT pixels were negative - import exam failure. Medtronic representative changed values on user overrides sect.b x-defaults. Issue resolved. System performed as intended. A medtronic representative, following-up at the site, reported dysfunction in the operating block of the neuro-navigation justifying the cancellation of the procedure while the patient was sedated, intubated, faceplate fixed on the head. The surgeon wanted to plan the biopsy trajectory while the patient was already asleep, so the error occurred inter-operatively. The patient was under anesthesia, however, no incision had been made on the patient. No further issues have been reported.

Event description:
A site representative reported that, while in a cranial procedure, the surgeon alleged not being able to read negative CT pixels. No further details regarding this issue, or specifically when it occurred, were provided. Surgeon opted to discontinue the use of the navigation system and re-schedule the procedure.

Manufacturer narrative:
A medtronic representative, following up with the site, reported that this was a cranial biopsy procedure and there was a delay of less than 1 hour due to this issue. The medtronic representative also confirmed that the issue was resolved by the settings in defaults. Device manufacturing date now provided.